Manufacturer narrative:
Section d1, d4 h4 updated.

Event description:
Per field clinical specialist, approximately 3yrs post implant, the patient came back with stenotic valve and symptom of short of breath and feeling tired all day. Patient was treated with 23mm s3ur valve and was stable after tavr.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, dimensional testing was not performed. Imagery was returned and revealed calcification on the leaflets. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. No lot history, complaint history, manufacturing mitigation review was performed as the complaint post implantation stenosis was unable to be confirmed and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint. A review of the instructions for use (IFU) IFU (commander ds with s3/s3u) was performed, and no IFU/training manual deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure and the device under investigation had been implanted for more than 5 years, additional assessment of this adverse event is not required at this time. The complaint for postimplantation stenosis was unable to be confirmed. A review of the DHR did not provide any indication that a manufacturing nonconformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (outofround configuration), trauma (cardiopulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Similarly, pannus or hostfibrotic tissue growth overtime, a cause of nonstructural dysfunction, may interfere with the functionality of the device leading to valve stenosis. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, approximately 3yrs post implant, the patient came back with stenotic valve and symptom of short of breath and feeling tired all day. Due to limited patient history information, a definitive root cause was unable to be determined at this time. Since no manufacturing nonconformances or labeling and IFU and training deficiencies were identified, no product nonconformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required.